Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 277 mg/dl. The customer stated that moisture in the device could have led to the button error alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit received with button error alarm and intermittent button response due to corroded keypad traces. No moisture damage on motor assembly or electronic assembly noted during visual inspection. Unit received with scratched lcd window, cracked reservoir tube lip, and broken belt clips lot. (B)(4).